Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the transfer set and the patient line of the homechoice cassette. This occurred during unspecified phase of peritoneal dialysis therapy. The patient connected the supplies properly before therapy started. The transfer set was replaced. Renal therapy services (rts) reviewed proper procedures with the patient. The patient informed the peritoneal dialysis registered nurse regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.